Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a motor rate error during testing. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history of this device found no applicable history. The customer issue was confirmed by checking the alarm history and it was verified that the error was found in the alarm history. The root cause of the issue was defective clutch parts. The left and right clutch, clutch spring, worm gear, worm coupling, and motor were replaced. The device was calibrated, greased, set to standard configuration and passed all tests thereafter.